Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced erosion. Subsequently, a full system explant was performed. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The detailed analysis did not confirm the reported observation. The infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for infection-related allegations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced erosion. Subsequently, a full system explant was performed. This product has not been returned for analysis. No additional adverse patient effects were reported.